Event description:
It was reported that a patient sustained burns on the bilateral inner thighs after a hip mr scan with a 1.5t hdx echospeed. The patient was positioned as feet first and supine. The burn was described as an area of reddening of 3 inch with 2 dime sized blisters. The patient did not receive any medical attention for this injury and he was padded away from the bore and to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories : (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The root cause of the injury could not be determined. No further actions are planned at this time.